Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012. The patient reported using insulin pump therapy to manage his diabetes. The patient reported due to the alleged issue he had glucose tablets on (B)(6) 2012 and was sleeping more. The patient reported 10 days after the alleged issue first occurred, he developed symptoms of "sweating, feeling faint, dizzy and had trouble talking." The patient reported between (B)(6) 2012 and (B)(6) 2012 at 1pm, he was seen in his doctor's office and a lab blood glucose reading was obtained. However the patient was unable to recall the reading. The patient did not report any additional medical treatment. At the time of troubleshooting the cca noted there was misuse of the meter and this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims; due to the alleged issue he developed symptoms suggestive of hypoglycemia.